Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 600 mg/dl. Customer usually does well with oval tape but often gets redness, irritation, and itching at sight. While on vacation the customer had huge difference in blood glucose and sensor glucose. Customer changed out set and was resolved thinks it might have been air bubble. The insulin device will not be returned for analysis.